Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for an initial implant procedure. During the procedure, the right ventricular lead exhibited high pacing impedance and the stylet was unable to be inserted into the lead. The physician did not allege a malfunction on the lead and believed this was due to the size of the patient's right ventricle and strong fibrosis of the heart muscle. The physician exchanged the lead during procedure on (B)(6) 2020. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were noted.